Event description:
It was reported high impedances were measured and the patient was not receiving stimulation. The patient's battery was explanted due to normal battery depletion; the battery was replaced. In the operating room (or) impedances were within range; stimulation testing was not done because the patient was asleep. Impedance testing was done in recovery 45 minutes after surgery and all impedance measurements were in range. The patient was unable to feel stimulation in recovery. Reprogramming had been attempted with ''absolutely no stimulation being felt.'' It was noted anesthesia should not have interfered as the patient was fully awake. The lead configuration was reprogrammed to confirm the lead was not in 8-15 port; this was confirmed because impedances were greater than 40,000. It was also reported the patient had a pocket adaptor placed and was ''closed'' with impedance ranges of ''2,000 - 4,000k'' range. Initial testing was done on electrode 0-3 in the implantable neurostimulator (ins) after the extension was replaced. Impedances values were greater than 40k. The top port was then plugged and lead configurations 8-11 were tested and impedance measurements were still greater than 40k. The lead was connected and tested with the extension in the multi-lead trialing cable (mltc) and impedances values were still greater than 40k. The lead was also tested independently with impedance measurements above 40k. It was also reports ''all intra-operative exhaustive impedances were greater than 3,600 ohms.'' The patient's stimulation was turned up and the patient did not feel stimulation. It was later reported the patient went back to the or the same day and it was determined the lead was ''bad'' so the surgical paddle lead was replaced and the patient ''got great coverage.'' It was noted the patient's lead had been placed approximately 12 years prior to this report. It was report all patient issues were resolved.

Manufacturer narrative:
Product ID 7434a, serial # (B)(4), product type programmer; patient product ID 7425, serial # (B)(4), product type implantable neurostimulator; product ID 74001, product type adapter; product ID 37083, product type extension; product ID 3587a, lot # l60753, implanted: (B)(6) 1999, product type lead; product ID 3555-31, product type screening.